Event description:
Related manufacturer reference number: 2017865-2022-17296. It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's atrial lead exhibited intermittent capture and high capture threshold. It was also found that patient's right ventricular lead exhibited loss of capture and high pacing impedance. It was noted that patient experienced dizziness and shortness of breath. Both leads were capped and replaced on (B)(6) 2022. The patient was discharged.